Event description:
Virtual blade movement did not match actual blade movement for approximately 1/2 second during tibial cut in tka. No surgical delay. Case type / application: tka update: cuts appeared to be accurate. Planar probe not used. Case completed robotically.

Manufacturer narrative:
Reported event an event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: a request for a field service engineer inspection was not made hence the alleged failure mode cannot be confirmed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the complaint history review found no subsequent complaints for the similar failure mode. Additionally, the alleged failure mode cannot be confirmed as a request for a field service engineer inspection was not made. Based on the information reviewed there is no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Virtual blade movement did not match actual blade movement for approximately 1/2 second during tibial cut in tka. No surgical delay. Case type / application: tka. Update: cuts appeared to be accurate. Planar probe not used. Case completed robotically.